Manufacturer narrative:
The product was returned for investigation. It was found that the hemostatic valve had fallen off. No abnormalities were found in the manufacturing records of the product. The reported event may have been due to the fixed valve of the product not being completely closed, leading to the hemostasis valve falling off when the high-pressure injector was used, but the detailed cause could not be identified.

Event description:
Blood leaked from the hemostasis valve when using a high pressure injector.